Event description:
A biomed representative, called in to report that the right rear caster, on the landmarx element, broke off while the cart was being moved down the hall. He reported that the cart did not tip over. There was no pt present.

Manufacturer narrative:
No pt info as no pt was involved in this concern. The wheel is bent, the bolt is intact. RMA issued. Investigation finds that, as reported, the attachment plate for the caster has been broken. About a quarter of the plate is missing. The wheel assembly is otherwise in good condition.